Event description:
Information contained on the medwatch form notes that the patient reported feeling occasional "shocks" in chest. During routi ne evaluation, the pacemaker indicated a depleted battery. During pacemaker replacement, the physiician noticed blood within the ventricular pacemaker electrode and replaced it also. Upon examining the electrode, the c onductor was found to be exposed in several places.

Manufacturer narrative:
H6 - final analysis found that the proximal insulation was open, abraded and pulled from the anode band. Dry body fluid was noted in both coils.